Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 23.0-24.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
Correction: h6 product not returning.

Event description:
New information notes that the right ventricular (rv) lead was explanted and not replaced due to patient request. There were no patient consequences..

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, and h6.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.